Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-08481. It was reported that the patient for in-clinic follow up with both the right atrial and ventricular leads exhibiting unspecified over-sensing. No interventions were made. The patient was in stable condition.